Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: (B)(6) 2020 h.6. Investigation summary three photos and one loose 3ml syringe and safetyglide needle assembly were received and evaluated. It was observed there was a lengthwise crack in hub starting at the top and extending down into the assembly. The damage was rejectable per product specification. Potential root cause is associated with the plastic hub molding. During the molding process a short shot happened inducing the defect shown in the photo. No corrective actions are necessary based on the defective rate identified. Batch 9214058 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 3ml ll w/ndl sftygld 23x1 rb hub was deformed. This was discovered before use. The following information was provided by the initial reporter: hub deformed.

Manufacturer narrative:
H.6. Investigation: three photos of a loose 3ml syringe and safetyglide needle assembly were received and evaluated. It was observed there was a lengthwise crack in hub starting at the top and extending down into the assembly. The damage was rejectable per product specification. Potential root cause for the cracked hub defect is associated with the plastic hub molding. During the molding process a short shot happened inducing the defect shown in the photo. No corrective actions are necessary based on the defective rate identified. Batch 9214058 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll w/ndl sftygld 23x1 rb hub was deformed. This was discovered before use. The following information was provided by the initial reporter: hub deformed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl sftygld 23x1 rb hub was deformed. This was discovered before use. The following information was provided by the initial reporter: hub deformed.